Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging the lifescan meter displayed error 4 messages. This complaint is being reported because the alleged issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.